Manufacturer narrative:
Coding has been updated under section h per assessment of information received nad reviewed. Clinical assessment: a male patient was transferred to the receiving hospital, where a ventricular septal perforation (vsp) was identified. Following transfer, an impella 5.5 device was inserted as pre-operative mechanical circulatory support. No additional details regarding the patient¿s baseline medical history or clinical condition at the time of transfer were available. Definitive surgical vsp closure was scheduled approximately one week after impella placement. Prior to the planned surgery, the treating physician reported that the patient (or possibly the physician) coughed during ventilator adjustment, resulting in the impella pump becoming dislodged from the aortic valve. Due to this event, the impella 5.5 was removed and replaced with a new impella 5.5. The patient remained on continued support with the second impella 5.5 device for longer than the intended duration of support. Despite ongoing mechanical circulatory support, the patient¿s condition ultimately declined, and the patient expired approximately 2.5 months later. No further details regarding the surgical outcome, interim clinical course, or cause of death were available. The first impella 5.5 device will be conservatively coded for hemodnamic instability, device revision or replacement and death. During ventilator adjustment, the patient or physician reportedly coughed, after which the impella 5.5 became dislodged from its intended position across the aortic valve. Pump dislodgement can occur in the setting of patient movement, coughing, or changes in intrathoracic pressure, particularly in critically ill and mechanically ventilated patients. The hemodynamic instability is assessed as possibly related to impella 5.5 use, secondary to pump malposition, but more likely due to the clinical management or patient specific factor (coughing). There is no temporal proximity between the pump dislodgement event and the patient's death. The initial event was managed with device replacement, and the patient remained supported for several months thereafter. There is no evidence that the impella 5.5 malfunctioned or that the prior dislodgement directly led to death. The death is most consistent with progression of underlying critical illness and disease severity, rather than a device-related adverse event but will be coded conservatively.

Manufacturer narrative:
A2 and a4 are unknown. No product was returned for investigation. The cause of positioning issue was most likely use issue related since pump came loose from the aortic valve during backing of the ventilator. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced malpositioning of the pump when the patient coughed. The pump was explanted and replaced with another impella 5.5. No patient harm was reported.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of positioning issue was most likely use issue related since pump came loose from the aortic valve during backing of the ventilator.